Event description:
It was reported by the patient's representative that the patient felt like their 'heart was getting out of control',  and felt like their implantable pulse generator (ipg) was not working. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.